Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2016 with the following findings: during investigation, the pump was found to be unresponsive with no audible tone or vibration alerts. The display was blank when batteries were inserted. There was evidence of moisture observed behind the behind the display lens. The pump case was removed and there was evidence of moisture damage throughout the inside of the pump. The black box data was not able to be downloaded due to the internal moisture damage. Further testing was not able to be performed due to the internal moisture. The power with moisture ingress issue was reported under medwatch report number 2531779-2015-27192. The original complaint of an occlusion issue was unable to be adequately investigated due to the unresponsive pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion issue. The patient¿s blood glucose level was reported to be between 250mg/dl (13.8mmol/l) and 500mg/dl (27.7mmol/l) with small ketones. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged occlusion issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.